Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and had suction lost during laser firing in the right eye (od). Treatment was re-started, and finished on a different plane. It was stated that the patient had a loss of best corrected visual acuity (bcva). Patient's chief complaint is an irregular astigmatism and blurry vision. A flap lift and rinse was performed. It was reported the symptoms are interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -3.25 x -1.00 x 14; left eye pre-op 20/20 -3.25 x -1.25 x 17. Bcva from (B)(6) 2018: right eye post-op 20/20 4.00 x -3.50 x 103; left eye post-op 20/20. This report is for the laser equipment. A separate report will be submitted for the patient interface.

Manufacturer narrative:
Device manufacture date corrected to (B)(6) 2009 all pertinent information available to johnson & johnson surgical vision, inc has been submitted. Placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.